Event description:
On (B)(6) 2012 the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an inaccurate high issue with his one touch ultralink meter. The complaint was classified based on the conversation between the patient and the customer service representative (csr) because the (B)(4) was unable to reach the lay user/ patient by phone for follow-up questions. The mss reviewed the call to obtain and verify information. The patient reported that the alleged issue with the subject meter began on an unrecalled time of (B)(6) 2012. He was unable to recall the high blood glucose result obtained from the subject meter, which he felt was inaccurate high compared to his feelings/normal values. The patient stated that he manages his diabetes with insulin (pump therapy) and due to the alleged issue he reported that he administered insulin based on the high result. He claimed one hour after the alleged issue started he felt hungry, uneasy, dizzy, disoriented, and thirsty, which he associated to a hypoglycemic event. The patient denied checking his glucose at this time. In response to his symptoms, at an unrecalled time he reportedly self treated by drinking orange juice. There was not another device available at the time of the concern. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter and good unexpired test strips. Replacement products were sent to the patient. The patient's meter has been returned to lfs product analysis on (B)(6) 2012, but the testing has not been completed as of yet. Once the results are available it will be submitted as a this complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The patient's meter has been returned to lfs product analysis on (B)(6) 2012, but the testing has not been completed as of yet. Once the results are available it will be submitted as a supplemental report. The 510(k) # is k073231.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.